Event description:
Surgeon was hammering the k2m gearshift into pt's vertebral body of the spine. The tip of the gear shift broke off into the vertebral body. It was decided to leave this in place since to attempt to retrieve it would cause more harm than leaving in place.